Event description:
Resident leaned sideways and tipped over ambulator sustaining laceration over left eyebrow and re-opening skin tear on rt elbow. Sent to ER, was diagnosed with a fracture of the rt arm.